Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed corrosion. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implanted neurostimulator(ins) took 3 hours to charge to 90% since 9 months or so ago. When the pt first got the ins, the recharger antenna (rtm) would charge the ins in 10-15 minutes, but now the amount of time spent charging had increased drastically. Pt rep. Said pt also moved the wire around after the controller would say the ins could not be found after 5-10 minutes of charging excellent. Pt rep. Said the pt called the mdt rep "some time ago" and the mdt rep. Told the pt the pt would need to have surgery to replace the spinal cord stimulator(scs). Pt rep. Was confused why entire scs needed to be replaced. Pt's wife called back saying they got the new rtm, but last night while charging the screen went blank. Caller said the screen was still blank this morning, and pt had tried resetting controller and charging. Caller did not have controller with them, and only had li battery serial number. Pss reviewed to call back with controller serial number (preferably with the controller itself) to check for damage and send replacement request to repair. Pt rep. Called from registered number and reiterated details of below follow up note. Pt rep. Said the pt was charged to 80% on the ins when the controller went blank/unresponsive last night. Pt rep. Said the replacement recharger antenna helped the ins charge better. Pt rep. Did not have equipment in front of them and could not provide the entire serial number. Pt rep. Said the spinal cord stimulator helped the pt immensely. Patient services specialist suggested the pt rep. Have the pt perform a reset on the controllerby removing li battery pack, plugging controller into wall, and reinstalling li battery pack. Pt rep. Will call back if reset did not work to resolve issue. Pt rep called back and said that they tried to reset the controller and the controller didn't power on using the ac power supply and no battery pack inserted. Pt rep didn't remember if the ac power supply was lit up green when they did this. Pt rep did this on their lunch break at work and only had the controller with them when they called ps back. Pss had pt rep reset the controller. Pt rep said one of the controller contacts was bent. Pt rep will call ps back if issue persists.